Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) during dwell 2 of 4, while the hp was connected. The technical service representative (tsr) had the hp close all of the clamps and cycle the power on the hc. The tsr explained the alarm and advised the hp to end therapy and start over with new supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.